Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the non tortuous, moderately calcified, 80% stenosis left anterior descending (lad). The lesion was predilated. Two taxus stents of unknown size were implanted. The physician then went through the previously implanted stents to the proximal lad and placed a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. During withdrawal, when trying to pull back, the stent flared off the balloon. The physician attempted to place another taxus stent but was unable to cross the lesion. He ballooned once more and then stopped and left this lesion untreated. No pt injuries were reported. The pt's status is reported to be good.